Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). A miitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip nt, was inserted and deployed on the mitral valve. However, after deployment, the clip opened from 10-15 degrees to approximately 90 degrees. It was noted that the clip remained stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
H2 correction: h6 - health effect - clinical code 4582 removed. Health effect - impact code 2199 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unchanged mr seems to be a cascading effect of the reported cowl. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.